Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-12570. Related manufacturer reference number 1627487-2019-12569. It was reported patient was not able to turn on MRI mode. An x-ray was taken, and physician believed that leads had disengaged from the header. Patient reported of having a fall about a month ago. As a result, patient had ipg replacement. Patient was able to set device into MRI mode post procedure and effective therapy was established.